Event description:
Complainant alleged that the medics responded to call for a pt (age unknown) who was in a cardiac arrest condition. The medics attempted to pace the pt's heart rhythm, but the device displayed a "pacer fault 122" message. The medics obtained another device and successfully paced the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.